Event description:
It was reported by a patient that she sustained skin reddening and subsequent swelling of the left arm following a cervical spine MRI exam. The patient received repeated medical treatment for skin reddening and pain in the days immediately following the scan. The patient reports being positioned with her arms directly against the bore wall during the scan. The ge mr safety guide includes patient padding requirements to safety operate the MRI system that state the patient must be padded from the bore wall. The patient describes a history of chronic pain, disabling migraines and bilateral degernative joint disease.

Manufacturer narrative:
A ge service representative performed an onsite investigation of the system after the event. System performance and power monitor tests were completed and the system was found to be within specification. The water circulator and patient blower cooling mechanisms were inspected and found to be operating normally. The site failed to exercise the appropriate padding precautions when the patient's arm was allowed to rest against the bore wall without padding during scanning.